Event description:
A nurse reported to kci that a pt allegedly fell out of a kinair medsurg bed and sustained a fractured hip and small laceration on her head. The nurse indicated that the two upper side rails on the bed were up and the two lower side rails were down and that the incident occurred in the middle of the night. Kci attempted to get add'l info from the nurse who reported the incident, but was referred to the hospital's risk management. The hospital's risk management has not provided kci any add'l details regarding the incident or pt's condition as of the date of this report.

Manufacturer narrative:
When contacted by kci, the nurse (initial complainant) claimed that the bed exit alarm was not working properly. The bed involved in this incident was evaluated at the facility upon receiving this report and no problems were found. The bed was also returned to the kci service center and tested per quality control procedures including the bed exit alarm and was found to be functioning properly. The bed met specifications. Although eval of the bed concluded that the bed functioned properly, and there is no info to support that the bed may have caused or contributed to the alleged event. Kci is reporting this incident pursuant to its current policy.